Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the pt had underwent a c4 through c7 anterior cervical diskectomy with instrumented fusion. She did quite well until a few months ago when she started to develop significant achiness in the posterior region. Shortly after the achiness she then developed radicular pain in the right upper extremity. Palin x-rays revealed solid fusion at c4/c5 and c5/c6. At c6/c7 the screw appears to have backed out a bit. The cervical screw at c6/c7 will be removed during the revision surgery scheduled on (B)(6) 2013.